Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient woke up around 11 pm on (B)(6) 2024, and found it wet with chemo residue on their clothes and the bag. It was reported that the pump was leaking from the tubing attached to the cassette and that it had unscrewed from the pump. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.